Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump would not turn on. Customer was not able to see the serial number on the back of insulin pump, and could not get to the status screen because the insulin pump was not accepting batteries. Customer stated that there was cracked in battery compartment, runs from top to bottom of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.